Event description:
It was reported that an autopulse li-ion battery, when tested in charger was faulty. Customer attempted to test the battery again with a different charger and received the same results. There was no report of a pt injury.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a supplemental report when our investigation is completed.